Event description:
A (B)(6) caller alleged discrepant results compared with the lab. Results as follows: date (B)(6) 2010, inratio 1.3, lab 3.1. Caller reported a re-test on the patient was fine. No patient information was given.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date (B)(6) 2010, inratio 1.3, reference 3.1, mean 2.20, confidence limits 1.4-3.1. The mean of the inratio meter and comparative system inr were calculated. Inratio value falls outside the limits, so the criteria are not met and the value is discrepant beyond the documented variability for pt/inr testing. As of july 19, 2010, product is not expected to return and strip lot information was not provided. Unable to perform in-house investigation. No further investigation will be pursued. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison did not meet accuracy criteria. Retest and other patient's test result were valid. No product information was available. No product is expected to be returned. Root cause could not be determined from the information provided by the customer. This issue will be subject to tracking and trending. Corrective action not required at this time.